Manufacturer narrative:
Additional, corrected and/or changed data: d.6b.

Event description:
Patient reported "defective implant". This record relates to the left side. Device has been explanted.

Event description:
Patient reported "defective implant". This record relates to the left side. Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: defective implants.